Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the cadd legacy pump exhibited a "no disposable" alarm. Per reporter the residual volume was 9.3 ml. No adverse patient effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).